Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. E1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, e1 initial reporter address 1, initial reporter city, initial reporter state, initial reporter phone, initial reporter email, e2 health professional, e3: occupation and occupation (other).

Event description:
It was reported that this right atrial (ra) lead was found out to have physical damage in the conductor. The lead status as of this time is unknown. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found out to have physical damage in the conductor. The lead status as of this time is unknown. No adverse patient effects reported.